Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, during a ureteroscopy procedure in which a ngage nitinol stone extractor was used, the basket of the device would not open. The device was introduced via another manufacturer's scope to extract 2-3mm stone fragments in the lower pole of the kidney following the use of a laser. When the physician attempted to extract the stones, the basket did not open. The device was removed from the patient, and the basket remained difficult to open outside of the patient. Another of the same product type was used to complete the procedure with no further complications. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the closed position and the basket formation partially open. There was 5 mm of space between thumb notch and the end of handle. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The support sheath and the basket sheath were still adhered. There were no kinks or damage to the basket sheath. The basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would not fully close. The handle would not actuate the basket. The device was disassembled and the basket could not be manually functioned with the handle removed, indicating the issue was in the sheath and not the handle. No damage was found to the sheath. The cause for the inability of the basket to close could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy procedure in which a ngage nitinol stone extractor was used, the basket of the device would not open. The device was introduced via another manufacturer's scope to extract 2-3mm stone fragments in the lower pole of the kidney following the use of a laser. When the physician attempted to extract the stones, the basket did not open. The device was removed from the patient, and the basket remained difficult to open outside of the patient. Another of the same product type was used to complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.